Event description:
Foetal growth abnormality [foetal growth abnormality]. Foetal growth restriction [foetal growth restriction]. Foetal exposure during pregnancy [foetal exposure during pregnancy]. Case narrative: case (B)(4) is a serious spontaneous case received from a physician via health canada in canada. This report concerns the foetus of a pregnant female who experienced foetal growth abnormality, foetal growth restriction and exposure during pregnancy during the mother's treatment with non-ferring sodium hyaluronate solution for injection unknown concentration, dose, route and frequency for an unknown indication from an unknown start date to an unknown stop date. The foetus experienced foetal growth abnormality, foetal growth restriction, and foetal exposure during pregnancy. The suspected medication was neovisc injection - not a ferring product. Action taken with sodium hyaluronate was not applicable. Outcome: unknown. Overall listedness (core label) unassessable. Reporter causality: related. Company causality: unassessable. Other case numbers: internal # - affiliate = (B)(4). Internal # - others = (B)(4). Internal # - others = (B)(4). *mw 3500a MFR. Rpt. # = 3000164186-2020-00020. This ae occurred in canada and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators. Additional information received 01-feb-2022, from a physician, follow up 01: upon follow up, it was determined that the suspect medication was neovisc injection - not a ferring product this ae occurred in canada and concerns non-ferring medical device sodium hyaluronate. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.